Event description:
Customer reported via phone call, she has been experiencing high blood glucose for about a week. Initially her blood glucose was 228 mg/dl when she woke up. She didn't eat or drink anything and blood glucose went high up to 400 to 600 mg/dl. Customer stated her doctor had informed her to get a replacement device. Then had to answer her other phone line, it was her doctor calling. Call was disconnected. The device is not returning for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.